Event description:
It was reported that, "the pt had a mis tha on (B)(6) 2006. He has had a pain on his right side hip since mis tha. Additionally, he has also had a sciatica (location of pain: buttock, knee, ankle) for a long time after mis tha. At this time, his operative scar is swell and he cannot stand erect and cannot walk without stick due to the strong pains. When he sleep, he is still take a painkiller and a hypnotic every night due to the pains 4 years later".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.